Event description:
There was an allegation of a questionable urea/bun result from the cobas 8000 c702 module. The initial result was 6 mg/dl, with a repeat result of 91 mg/dl. The sample was also repeated on another c702 with a result of 87 mg/dl. The repeat result was deemed to be correct and reported to the physician. The initial result was questionable as it did not fit the clinical picture for the patient.

Manufacturer narrative:
The urea/bun reagent lot number is 84763701, and the expiration date is 30-sep-2025. A field service engineer (fse) determined that the rinse tube was leaking and the outside of a sample probe was contaminated. The fse replaced the rinse tubing and cleaned the sample probe. They verified the instrument by performing checks and having the customer perform qc, which passed. The investigation determined that the service action resolved the issue.